Manufacturer narrative:
The affected device has been received and an evaluation is pending. A follow up report will be submitted once the evaluation is completed.

Event description:
The customer reported the device fails plunger force test. There was no patient involvement.

Manufacturer narrative:
A review of the complaint history record was performed for the (B)(6) which did not confirm similar complaints with the same or related failure mode for this customer. A review of the device history record showed the device had a manufacture date of 09/27/2010. The review was performed from the date of manufacture to the date of product release for distribution. A review of the device history record for (B)(6) was performed which confirmed that this device was not> involved in a production failure which correlates to the customer reported issue.

Event description:
The customer reported the device fails plunger force test. There was no patient involvement.

Manufacturer narrative:
The affected device has been received and an evaluation is pending. A follow up report will be submitted once the evaluation is completed.

Event description:
The customer reported the device fails plunger force test. There was no patient involvement.

Manufacturer narrative:
This device was evaluated and repaired through the service repair process. Upon visual inspection the service technician noted that they replaced tube drive arm, front cover, rear case, left & right handle, left & right iui connector, shaft seal, seal wiper, flange gripper retainer, barrel clamp, front & rear door, latch module, and pca lock label. Performed calibration. A review of the device history record showed the device had a manufacture date of 09/27/2010. The review was performed from the date of manufacture to the date of product release for distribution. A review of the device history record in sap for s/n (B)(6) was performed which confirmed that this device was not> involved in a production failure which correlates to the customer reported issue. Based on the findings, service determined that the proximate cause of the reported issue was due to failed plunger force accuracy test of the carriage assembly there are CAPA #'s noted for the following parts replaced that have an already existing CAPA. Iui damages ca-2018-0161. A review of the complaint history record in trackwise and sap was performed for the s/n (B)(6) which did not confirm> similar complaints with the same or related failure mode for this customer.

Event description:
The customer reported the device fails plunger force test. There was no patient involvement.